Event description:
It was reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Upon troubleshooting, the fse reset the ipb and isb boards and downloaded the ipb board software. Upon further functional testing, the fse found that the hard disk was defective. To resolve the issue, the fse replaced hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.